Event description:
A malfunction occurred on the customer's pump, as reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump, assisted the caller with the reset, and informed the customer that they could continue using the pump, advising them to call back if the malfunction code reoccurs. The customer acknowledged and understood the instructions.